Event description:
Baxter (B)(6) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f38 alarm" was confirmed during device evaluation. The root cause was due to defective force sensing resistors (fsrs) in the tube load detection circuitry. The fsrs were replaced to resolve the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.